Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal shavings came off of the burr during use. Shavings were retrieved using suction. A backup device was available to complete the procedure following a short delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 72203128, burr, 4.0mm abrader, 180mm long, high vi device returned. This blade is used. There is light skiving on the outer diameter of the inner blade surface. There is a lengthwise scrape on the outer surface of the outer lumen. There are dings and small gouges on the spherical blade surfaces. Per the device IFU, ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. With three complaints over the past three years for this product number, the occurrence ranking for this mode is less than a rank of ¿1¿. No further investigation is warranted at this time. (B)(4).